Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported after patient intubation, the cuff didn't inflate. Also it was hard to deflate. When using a syringe, water came up in the line. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air. Visual analysis confirmed the inflation line was collapsed inside the lumen of the tube, causing the leak. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.